Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Additional analysis findings not reported from the site: a visual inspection was performed on the instrument and found mechanic indentations on the distal clevis and proximal clevis. The damage aligned with the broken pitch cable. These failures are most commonly caused by mishandling/misuse. The instrument was found to have various scratch marks with light material removed on the proximal clevis and the main tube. The scratch marks for the proximal clevis were .101¿ to .129¿ in length and the scratch marks for the main tube were .043¿ to .174¿ in length and were not aligned with the tube axis. These failures are most commonly caused by mishandling/misuse. A site history was performed and found no other related complaints. A log review was performed for the permanent cautery hook reported in this complaint (pn: 470183-14/ n11191203 0120) and the following was found: the instrument was last used on (B)(6) 2020 during a sigmoid colectomy procedure performed on system (B)(4). The instrument is on its seventh life out of ten usages and it was not used for any following procedures. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the cable on the permanent cautery hook instrument broke. No fragment fell into the patient. The procedure was completed with no injury to the patient.